Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) false positive with c. Albacans. Gram stain showed no organism, no yeast seen on gram stain - culture still ongoing the following information was provided by the initial reporter: false positive with c. Albacans organizm was not detected. Gram stain showed no organism, no yeast seen on gram stain - culture still ongoing customer was not expecting c. Albancs.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: catalog 442023, batch no. 3046183. Customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that bd bactec¿ plus aerobic/f culture vials (plastic) false positive with c. Albacans. Gram stain showed no organism, no yeast seen on gram stain - culture still ongoing. The following information was provided by the initial reporter: false positive with c. Albacans organizm was not detected. Gram stain showed no organism, no yeast seen on gram stain - culture still ongoing customer was not expecting c. Albancs.